Event description:
During intra-op, surgeon on record noted that the vessel sealer blade was coming out from the instrument. Vessel sealer was taken out off the sterile field and inspected, blade noted to be intact. New vessel sealer provided.